Event description:
After replacing the oscillatory driver at the required maintenance interval, the biomedical technician reported the 3100a made a "funny" sound after 10 minutes of running. There was no patient involvement.